Manufacturer narrative:
The insulin pump did not have a battery installed when received. The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump uploaded properly using carelink pro. The insulin pump had minor scratched display window, cracked display window, cracked case at the display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. Data analysis: (B)(6) 2016 daily insulin total = 42.525u; (B)(6) 2016 daily insulin total = 41.650u; (B)(6) 2016 daily insulin total = 40.975u; (B)(6) 2016 daily insulin total = 42.550u; (B)(6) 2016 daily insulin total = 36.650u; (B)(6) 2016 daily insulin total = 41.225u; (B)(6) 2016daily insulin total = 31.600u.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed collapsed and passed away shortly after in the parking lot of his doctor's office. The official cause of death is unknown. The caller stated that they believe it was heart related; the customer had been having issues with his heart. The customer had a heart surgery seven years ago and in the last couple of years. The customer had a defibrillator. The customer also had kidney failure. The customer's blood glucose at the time of death was 67 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.